Manufacturer narrative:
(B)(4) corrected data: upon review of the additional information the author has indicated that the device did not contribute or cause the post-operative complications and that there was no deficiency with the tlc75 used in the procedure. This file will be viewed and not reportable. Were the cases discussed in this article previously reported to ethicon? No does the surgeon believe that ethicon products (tlc75) involved caused and/or contributed to the post-operative complications described in the article? No. Does the surgeon believe there was any deficiency with the ethicon products (tlc75) used in this procedure? No.

Manufacturer narrative:
(B)(4). Date of event: publication date of 2017. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tlc75) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tlc75) used in this procedure?

Event description:
It was reported via literature entitled: laparoscopic resection for primary and recurrent crohn's disease: a case series of over 100 consecutive cases authors: sofoklis panteleimonitis, jamil ahmed, thomas parker, tahseen qureshi, amjad parvaiz. Citation: international journal of surgery (2017); 47:69-76. Doi: https://doi.org/10.1016/j.ijsu.2017.09.055. The objective of this study is to investigate the safety and feasibility of laparoscopic bowel resection for crohn's disease (cd) and assess its feasibility for recurrent and emergency cd surgery. From october 2006 to february 2016, 106 patients (48 male and 58 female; median age: 40; mean bmi: 23.8) who underwent laparoscopic resection surgery were identified through prospectively maintained databases. Specimen extraction and extracorporeal side-to-side stapled/mechanical anastomosis using a proximate linear cutter stapler (ethicon). Reported complications included non-specific abdominal pain (n-4) in which the patients were readmitted, wound infection (n-2) in which the patients were readmitted, infected haematoma (n-1) in which the patient was readmitted and was treated with antibiotics, subhepatic collection (n-1) in which the patient was readmitted and was treated conservatively, ileus (n-1) and haematoma (n-1) in which the patient was readmitted and underwent an evacuation, small bowel obstruction (n-3) in which the patients were readmitted; two patients had a reoperation and one patient was treated conservatively, and anastomotic leak (n-1) in which the patient was readmitted and had a reoperation. In conclusion, the study has shown that laparoscopic resection surgery for cd is safe and feasible when operative technique and post-operative care has been standardised in the hands of experienced laparoscopic colorectal surgeons. Furthermore, this study demonstrated that laparoscopic surgery is a viable option for patients with recurrent disease and possibly even those undergoing emergency surgery, if haemodynamically stable.